Event description:
The customer reported the system displayed a communication error message. This error would prevent the system from producing fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and power supply were replaced. The system was then found to be operating as intended.